Event description:
The user facility reported to terumo cardiovascular system, that prior to cardiopulmonary bypass surgery, out of box, the shunt sensor was unusable, the part attached to the probe was broken. The product was changed out. There was no pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).